Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros total b-hcg ii results were obtained for five patient samples processed on a vitros eci immunodiagnostic system. The vitros eci immunodiagnostic system and vitros total b-hcg ii reagent did not malfunction and were operating as expected. The operator programmed the samples for an unnecessary on-analyzer dilution when the b-hcg concentration was within the vitros total b-hcg ii measuring range of 2.39 - 15,000 miu/ml. The root cause of this event is user error.

Event description:
The customer obtained lower than expected vitros total b-hcg ii results (< 2.39 miu/ml) for five patient samples processed on a vitros eci immunodiagnostic system after being diluted 50 fold on the analyzer. When the same samples were processed undiluted on the same vitros eci immunodiagnostic system, expected vitros total b-hcg ii results (57.00, 84.75, 62.75, 10.01, and 118.14 miu/ml) were obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. One lower than expected vitros total b-hcg ii result was reported out of the laboratory, however a corrected report was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
A lower than expected vitros total b-hcg result was obtained from a single patient sample when diluted 50 fold on analyzer compared to the result obtained from the same samples tested undiluted. The investigation concluded the vitros eci system did not operate as intended. It has been determined that the software algorithm that evaluates results from diluted samples and assigns an invalid dilution (ID) code and reports no result for the diluted sample is not functioning as expected if the result from the diluted sample is less than the lower limit of the measuring range (2.39 miu/ml). There was no malfunction of the vitros total b-hcg reagent pack. The lower than expected vitros total b-hcg result was reported from the laboratory, however, a corrected report was sent to the physician. There was no allegation of patient harm as a result of this event. (B)(4).